Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb), the touchframe pcb, and backlight inverter pcb. The device then passed all testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, a ventilator graphic user interface (gui) display malfunctioned. Although, the ventilator continued cycling, the patient was transferred to another unit without harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.